Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). As reported, the shock coil impedance was measured above 3000 ohms at re-intervention on (B)(6) 2023. However, by physician¿s decision the lead was not replaced respectively. Review of provided data confirmed the reported electrical issue on the lead. Since the lead was not available for analysis, no conclusive statement on the cause of the high coil impedance can be drawn. It can be assumed that it is most likely related to a fracture of the rv coil conductor. Based on available data the patient was suffered from vt/vf on (B)(6) 2023. The device detected and discriminated the events correctly. All available therapies were delivered appropriately. Due the existing lead issue all delivered shock were not effective. Returned device investigation confirmed no out of specification conditions. Based on available data, no malfunction on the ulys df1 dr - (B)(6), s/n (B)(6) is suspected.

Event description:
Reportedly, a patient died at home. The patient underwent a device replacement from paradym dr to ulys dr on (B)(6) 2023. Prior to the replacement the rv coil impedance (continuity) of the volta lead showed >3000 ohms. The physician decided not to change the defibrillation lead. They just asked to deactivate the remote monitoring alert for abnormal rv coil measurements. The family would like to understand if there was a problem with the defibrillator, especially with the telecardio as the centre was not alerted. It is likely that the patient was no longer in the vicinity of the unit on the night of his death.